Event description:
This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, various openings striated on anterior side assessed, as surgical damage. Additional observations: crease fold observed. .

Event description:
Healthcare professional reported left side "leak/rupture." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no information. Rupture was discovered during explant surgery.